Event description:
It was reported that this ra lead also exhibited loss of capture (loc). The patient was noted to be pacemaker dependent. The root cause of the loc and high out of range pacing impedance measurements was not determined. No adverse patient effects were reported. The physician does not plan to replace the lead at this time due to the patient condition.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The device was reprogrammed to vvir. The local field representative contacted technical services (ts) to inquire about the ability to perform an magnetic resonance imaging (MRI). Ts discussed lead programming to allow for an MRI. An x-ray was performed for further evaluation. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.